Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not know what led to the device not helping too much, and they did not remember when it started. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. On (B)(6) 2013, it was reported that there was an issue with the patient programmer. It had been awhile, at least a month, where the programmer had not worked. The patient had blood pressure issues to where she hadn't thought about the interstim. The patient was not able to go purchase new batteries today. The patient was experiencing no stimulation sensation. The patient could not feel stimulation and was not sure exactly when this stopped working. The patient was not too sure if it was helping still since it had been so long. The patient would get up 4x per night and before was 3x per night. The patient had a doctors appt sometime ago, couldn't remember when. The patient did feel in the office but when she got home she didn't feel any stimulation. It had been reported that patient programmer screen was blank. Then, on april 26, 2018 additional information was received from the consumer. It was reported that the patient had their device removed because it wasn¿t helping too much, and they wanted to be able to have mris. It was stated that it was removed two years ago, but also that it was removed at least 3-4 years ago which is conflicting information. No further patient complications are anticipated or expected as a result of this event.